Manufacturer narrative:
The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause(s) of the reported failure is a supplier manufacturing issue. Refer to (B)(4).

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that two ar-9811 apollo wands had the tip breaking loose during cases. This has not caused any issues or complications. The patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.